Manufacturer narrative:
(B)(4). Batch # u5dn03. (B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Colon cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Device 1: when was the staple retaining cap removed? Scrup nurse removed the cap shortly before giving the device to the surgeon. Was this the 1st firing of the device or was this a reload firing? 1st firing. If reloaded, what is the scrub's experience with reloading the device? New device, was preloaded. Were there any difficulties loading the device? New device, was preloaded. What did they do to ensure that the cartridge was snapped in please prior to closing the device? New device, it was preloaded. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? It was an open procedure, so the surgeon was during placing the device on the colon with his second hand for checkup on tissue. Plus visual control. Was the device difficult to close? No, no anomalies recognized. Was the device closed and repositioned multiple times prior to firing? Device closed, no repositioning. Was the device difficult to fire? No anomalies recognized. Was the distal transection completed in one or multiple firings? Transection completed during one fireing process. Can more information be provided about staple form? No anomalies recognised on the staple line. It seems that every staple was propper formed. What is the status of the patient? Critical. Device 2: when was the staple retaining cap removed? Scrup nurse removed the cap shortly before giving the device to the surgeon. Was this the 1st firing of the device or was this a reload firing? A new device for the second transection was opened. Were there any difficulties loading the device? It was a new device and preloaded. What did they do to ensure that the cartridge was snapped in please prior to closing the device? It was a new device and preloaded. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? It was an open procedure, so the surgeon was during placing the device on the colon with his second hand for checkup on tissue. + visual control. Was the device difficult to close? No anomalies recognized. Was the device closed and repositioned multiple times prior to firing? Device closed, no repositioning. Was the device difficult to fire? No, no anomalies recognized. Was the distal transection completed in one or multiple firings? Transection completed with one fireing process. Can more information be provided about staple form? No. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload no loaded on the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that it was planned to do a rectosigmoid resection (female patient). The transection usually done with the contour stapler. He is a well experienced with this product. After mobilization he placed the stapler, fixed the pin, closed the stapler on tissue. Waited for round about 10-15 seconds and then squeezed the handle to fire. No abnormal noises or feeling during this firing process. He visually checked the resections lines and had the feeling that the staples were properly placed. Then they inserted smoothly the circular stapler (transanal) and saw that they stapler just came through the distal staple line on the rectum stump. They removed the circular stapler and checked the tissue. They saw that the staple line was open. Due the fact that he had enough space to do another resection he decided to further mobilize the rectum and place a second time a totally new stapler. Same handling process as mentioned before. Placing the instrument, placing the pin, closing it. 10-15 seconds waiting. Then fire. No abnormal noises or feeling during this firing process. He now visually checked the small resected bowel. Also, here his first impression was that alle staples where properly placed. Now he inserted smoothly the circular stapler (transanal) - and also during the second time he opened easily the distal staple line. After that second malfunction he had a backup call with the chief surgeon. They decided because of the anatomical structure to place a protective stoma and do hand saw anastomoses. The surgery was delayed by 90-minutes.